Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, the buttons were difficult to press and sticky. The blood glucose of the customer was unknown. It was reported that screen of the insulin pump was constantly dim even when the battery low. The device will not be returned for the analysis.